Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump alarmed motor error . The customer's blood glucose level was unknown at the time of the incident. The customer's parent stated that the insulin pump alarmed motor error after the fill cannula process. The customer's parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer's parent has a motor position encoder error in the insulin pump alarm history. The customer's parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with corrupted history file alarms. Corrupted history file alarms due to a corrupted history file. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.